Event description:
Patient with history of duchene's with bilateral renal stones, including left staghorn. Prior to patient going to the or for a left percutaneous nephrostomy lithotomy, patient presented to interventional radiology department for placement of percutaneous nephrostomy tube. During that procedure, approximately 3.5 cm to 4 cm of the 0.18 diameter wire guide broke off of the distal tip. Radiologist was not able to retrieve and it remained in the posterior flank muscle of patient. Radiologist felt that it would have caused more harm to the patient to go in and try to retrieve it. Radiologist opinion that this particular wire guide is very "cheap" and it is not unheard of that they break off.